Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery three times and then battery out limit. The tube appeared rough, thicker, dull, and it was not shiny compared to the other tubes. Customer's blood glucose level was 197 mg/dl. The device was not returned.